Event description:
It was reported by a distributor that the dell x50 handheld computer would not go past the screen align display. She tried reseating flashcard, performed a hard reset, cleaned the screen, confirmed the screen lock was not on and still could not pass the align screen. The issue reportedly began a couple of months ago and has been intermittent. However, recently the screen became stuck. The computer and related software was received by the manufacturer for analysis, however product analysis has not been completed to date.

Event description:
Product analysis of the returned handheld computer and related software was completed on (B)(6) 2012. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. During the analysis of the computer, it was identified that the touchscreen display was unresponsive. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. Also during the analysis it was identified that 4 screws were missing from the handheld. The missing screws were used to secure the display to the main pcb. The missing screws had no impact on the device performance.

Manufacturer narrative:
Device available for evaluation, corrected data: the initial report inadvertently did not include the date that the handheld computer was received. Device failure occurred, but did not cause or contribute to a death or serious injury.